Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th june 2025, it was reported by an arthrex's employee via email that for an ar-4068-05sd, suturelasso¿ sd wire loop, the wire coating peeled off wile relaying after suture passing. There was a delay of about 20 minutes in removing the peeling coating from the patient's body. This was detected during an arthro brostrom surgery on (B)(6) 2025. The case was completed successfully by using a replacement product of ar-4068-05sd. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows some flashes on the glove which came from the coating, per the customer. No picture of the suturelasso was provided. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in using the device due to applying excessive mechanical forces during suture passing and/or excessively opening the loop.